Manufacturer narrative:
An event of leakage was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicates a 14mm amplatzer vascular plug ii was used for replacement.

Event description:
On (B)(6) 2018, a 10mm amplatzer vascular plug ii was used off-label to seal a bronchopleural fistula. On (B)(6) 2018, leakage was reported. On (B)(6) 2018, the device was retrieved and replaced with a larger 14mm amplatzer vascular plug ii.